Event description:
It was reported that the patient was hospitalized on (B)(6) 2024 and experienced arrhythmia, neurological dysfunction, and right heart failure. The patient received aspirin and heparin. On (B)(6) 2024, the patient was admitted for anorexia, nutritional status deterioration, and coagulability abnormalities. It was unknown if the issues were device related. On (B)(6) 2024 the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion. It was unknown if the event was device related. The patient also had right heart failure, and their central venous pressure (cvp) was greater than 18 mm hg. The patient experienced peripheral edema. It was unknown if the event was device related. On (B)(6) 2024 the patient experienced neurological dysfunction. The patient experienced neuropathy for less than 24 hours. The patient had an acute-subacute infarction. The sites were bilateral frontal, parietal, occipital, and right cerebellar hemisphere. A computed tomography scan was performed. The patient had a stroke, and had co-deviation, upper left body and disturbed consciousness. Aspirin and heparin were used. The causes of neuropathy were stated to be complexity of medical management. It was unknown if the event was device related.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on (B)(6) 2024 that the patient had continuous supraventricular arrhythmia requiring drug therapy or cardioversion on (B)(6) 2024.

Manufacturer narrative:
B5 : narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, right heart failure, and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2024. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024 for the arrhythmia and required counter shock as treatment. The type of arrhythmia experienced was ventricular tachycardia. It was stated that the patient had a history of this arrhythmia that predated left ventricular assist device (lvad) therapy. The patient experienced complete paralysis of the right upper limb related to the neurological dysfunction. After rehabilitation, the patient recovered and was discharged from the hospital. The patient was currently under outpatient treatment.